Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for various physical defects of phoenix ID broth (246001) batch number 1287552, including unlabeled tube, low fill and contamination. The photos illustrated a tube of that was empty, a tube that did not contain a label and a growth on a plate. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver k a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported that while using the bd phoenix¿ ID broth that there was a bottle without a label. The following information was provided by the initial reporter: the client indicated that he found a bottle without a label, and another bottle with a half-open lid. It looked cloudy against the light. And when you make a plaque he told them that it is contaminated

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1: (B)(6).

Event description:
It was reported that while using the bd phoenix¿ ID broth that there was a bottle without a label. The following information was provided by the initial reporter: the client indicated that he found a bottle without a label, and another bottle with a half-open lid. It looked cloudy against the light. And when you make a plaque he told them that it is contaminated.